Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the initial boot-up process. The customer advised that the device would freeze during the initial power on self-test. As a result, defibrillation would not be possible if it had been necessary. There was patient use associated with the reported event. Medical personnel were attempting to monitor the patient when the reported issue was observed. There were no reports of adverse effects to the patient as a result of the reported issue. The patient, a (B)(6) female, survived the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) card located on the assembly.